Manufacturer narrative:
Device avail. For eval, returned to MFR. On, device returned to MFR., device evaluated by MFR., eval summary attached, method codes, result codes, conclusion codes updated. Device evaluated by MFR: synergy ous mr 2.75 x 24mm stent delivery system was returned for analysis. The crimped stent was examined and there were no issues noted. The stent showed no signs of damage or lifting and was set equidistant between the proximal and distal markerbands. The crimped stent outer diameter was measured and the result was within the specification. The balloon cones were reviewed and there were no issues noted. The balloon had not been subjected to any significant positive pressure. A visual and tactile examination of the hypotube revealed a break at approximately 690mm distal to the distal end of the strain relief. There were multiple kinks noted along the hypotube. An examination of the shaft polymer extrusion found no issues. There were no signs of damage or strain to the port bond. The tip was visually examined and no issues were noted. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that shaft break occurred. The 85% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. Following pre-dilation, a 2.75mm x 24mm synergy¿ drug-eluting stent was advanced to treat the lesion. However, upon inserting the device through the guide catheter, the shaft broke approximately 72 centimeters from the hub. The device was completely removed from the patient's body and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that shaft break occurred. The 85% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. Following pre-dilation, a 2.75mm x 24mm synergy¿ drug-eluting stent was advanced to treat the lesion. However, upon inserting the device through the guide catheter, the shaft broke approximately 72 centimeters from the hub. The device was completely removed from the patient's body and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.